Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose was greater than 600 mg/dl. The customer stated that his stomach was in pain and his niece drove him to the emergency room. The customer had ketones. The customer was given blood work at the hospital. The customer was treated with IV.